Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of fruity breath, nausea, thirst, and moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter alleged that there was an absence of an occlusion alarm from the pump, causing the patient to not respond in time to interrupted insulin delivery. The reporter reviewed the pump history with a customer technical support representative and found that there was no occlusion alarm recorded in the pump history. This complaint is being reported based on the allegation that the patient expected the pump to alarm but it did not, contributing to a hyperglycemic event.